Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 53 mg/dl at the time of incident. Customer treated low blood glucose level with food. Customer declined troubleshoot for low blood glucose. Customer reported change sensor alert. It was unknown if the auto mode feature was activated at the time of low blood glucose event. The insulin pump will not be returned for analysis.